Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 451 mcg/ml clonidine at 76.40 mcg/day and 36 mg/ml morphine at 6.098 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was seeing a personal therapy manager (ptm) code of 8286 - empty pump as of three or four days ago. The refill date on the ptm was noted to be (B)(6) 2016. It was noted that the patient's healthcare provider (hcp) left the practice as he had to leave the state and the patient was currently en route to seeing a new hcp in the hope that he would get picked up for management. It was further stated that the patient had been calling "all sorts of places" with no success in finding an hcp. The patient had an "achy, shocky" feeling and when standing up, his right foot gave a stabbing pain that the patient had not felt in a long time. Additionally, the patient "almost fell one time" when trying to stand up and the patient also reported charley horses. These symptoms started in the "last week or so".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.